Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that new software release detected and failure of flash memory. The customer¿s blood glucose level was unknown at time of incident. Customer was not able to perform self test due insulin pump get off. Error table indicates the pump should be replaced. The insulin pump will be returned be for the analysis.